Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka on august 21st, the device came off when the surgeon tried to cut the bone after it was attached to a 4-in-1 cutting block. The surgeon found the plastic part of the device broken and the broken piece was in the patient's body. They insisted that the device was attached properly and they did not hammer it during surgery. It was reported that the broken piece was removed completely and there was no piece left in the patient's body. There was no harm to the patient.

Manufacturer narrative:
Examination of the returned device confirms the cap button component has fractured. (B)(4) was held on january 30, 2015 to evaluate patient risk. Based upon the provided information, the team decided there is no additional patient risk. The root cause is design. A (B)(4) has been initiated to change the material of the modular capture button to stainless steel. With this change, the functionality of the button will remain the same, however, the change in material is expected to improve the overall robustness of the component. This change will also affect the finished good modular captures (254500044, 254500045, 254500046, 254500047) with an update to switch the button component at a later date following lifecycle testing of the new design. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.